Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a self-correcting soft electrical reset due to the patient¿s radiation treatment. Everything was normal at the patient's next ICD check. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead 2007-(B)(6), 5076 implantable pacing lead 2007-(B)(6), (B)(4).